Manufacturer narrative:
.

Event description:
It was reported that when the customer received their shipment, the packaging of the blue max balloon dilatation catheter appears as though it was torn open. Possible compromised product sterility. No damage to the outer packaging was observed. The device was not used.